Manufacturer narrative:
The complaint device was received inside the unopened package. Visual evaluation found no foreign matter inside the packaging, and confirmed there was no damage to the packaging of the device. Therefore, the complaint that foreign matter was noticed inside the packaging could not be confirmed.

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon inspected at a boston scientific warehouse. According to the warehouse employee, during observation of the rigiflex balloon, a hair like fiber was found inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon inspected at a boston scientific warehouse. According to the warehouse employee, during observation of the rigiflex balloon, a hair like fiber was found inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.

Manufacturer narrative:
(B)(4): the defect was discovered in a boston scientific warehouse on (B)(6), 2010, therefore there is no date of return. Though the suspect device was inspected by a boston scientific employee, the formal investigation and evaluation of the device has not been performed. Therefore, the root cause has not yet been determined. Upon completed of the failure analysis for this complaint, a supplemental MDR will be filed.